Manufacturer narrative:
Additional information: correction : lot number corrected to unknown as the lot provided was not recognized by baxter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the lines of a homechoice cassette. This was observed during the last cycle. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.